Event description:
Customer reported having unexplained high blood glucose. The customer's blood glucose was 338 mg/dl. She stated she was not having any symptoms of high blood glucose. Troubleshooting also found the drive support cap appeared to be normal. It was also found insulin was able to exit from the tubing during a manual prime. The customer was advised to change the entire infusion set, reservoir, and insulin. The customer also reported being hospitalized for low blood glucose on (B)(6) 2014. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).